Manufacturer narrative:
It is unknown if the device will be returned for testing and evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the 5 fr. Mynxgrip vascular closure device couldn't cross the vessel from the sheath. There was no reported patient injury.

Manufacturer narrative:
Corrected lot number) from 1807101 to f1807101. Complaint conclusion: the report received indicated that the 5 fr. Mynxgrip vascular closure device (vcd) couldn't cross the vessel from the sheath. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot f1807101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, access site vessel characteristics and/or the condition of the procedural sheath are possible. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture, or in patients with morbid obesity (bmi >40). The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
The report received indicated that the 5 fr. Mynxgrip vascular closure device couldn't cross the vessel from the sheath. There was no reported patient injury. The access site was the femoral artery. The procedure was a trans femoral coronary angioplasty (tfca). A retrograde approach was used. The puncture femoral site was tortuous. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The angle of access was between 30 and 45 degrees. There was severe tortuosity present. There was no presence of pvd / calcium in the vicinity of the puncture site. The product issue being reported was inability to advance the mynxgrip through the non-cordis 5f sheath used. There was no reported product issue with the sheath used. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. There was no other product issue noted either at the account after the procedure nor prior to shipping for inspection. The patient was not morbidly obese. The patient¿s bmi was not > 40 kg/m2. A patch was used to successfully achieve hemostasis after the reported product issue. There was no reported patient injury. The patient recovered.

Manufacturer narrative:
Complaint conclusion: the report received indicated that the 5 fr. Mynxgrip vascular closure device (vcd) couldn't cross the vessel from the sheath. There was no reported patient injury. The access site was the femoral artery. The procedure was a trans-femoral coronary angioplasty (tfca). A retrograde approach was used. The puncture femoral site was tortuous. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The angle of access was between 30 and 45 degrees. There was severe tortuosity present. There was no presence of pvd / calcium in the vicinity of the puncture site. The product issue being reported was inability to advance the mynxgrip through the non-cordis 5f sheath used. There was no reported product issue with the sheath used. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. There was no other product issue noted either at the account after the procedure nor prior to shipping for inspection. The patient was not morbidly obese. The patient¿s bmi was not > 40 kg/m2. A patch was used to successfully achieve hemostasis after the reported product issue. There was no reported patient injury. The patient recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1807101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, access site vessel characteristics (severe tortuosity) and/or the condition of the procedural sheath likely contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.